Event description:
It was reported that a patient noted one doctor said a lady came in who was very active and after doing that for so long it broke the leads.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).